Manufacturer narrative:
Sc-1232 (sn (B)(6)). The returned ipg was analyzed, and the device failed to charge or establish communication even when a known good remote control (rc) and clinical programmer (cp) were used. The excessive sleep current and low impedance measurements confirmed that the application-specific integrated circuit (asic) chip was damaged. With all the available information, boston scientific concludes that the reported event of ipg unable to maintain a charge was confirmed. The charging log revealed a low charge current, which indicates sub-optimal charging, resulting in low battery voltage and the thermistor being triggered.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.